Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas alleging the patient had experienced 6-8 low blood glucose excursions. No additional information was given and troubleshooting could not be completed. Several unsuccessful attempts to contact the patient were made. This complaint is being reported because a device malfunction or use-error could not be ruled-out as a cause or contributing factor to the reported health events.